Event description:
A customer reported receiving a reading of 334 mg/dl on her freestyle flash blood glucose meter and comparing to a laboratory result of 127 mg/dl. The tests were reportedly performed within ten mins. The results when plotted a parkes error grid fell into the "c" zone. The "c" zone result shows the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The customer returned meter. The complaint was not confirmed and no new issues were observed. All results were within the range spec, and no errors were observed during control solution testing. The meter reading reported by the customer was not found in the meter memory log on the date of the event. No further investigation is necessary.